Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing were recorded. Device programming changes were recommended and anticipated. The patient was stable. The device was implanted in 2017; however, the exact date is unknown.